Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intra capsular rupture on ultrasound and MRI and extensive t2 signal foci demonstrated within both breasts, consistent with extensive fibrocystic disease", and "scattered cysts". The device remains implanted. This is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle materials on the shell and ruptured. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "intra capsular rupture and extensive t2 signal foci demonstrated within both breasts, consistent with extensive fibrocystic disease." This is for the left side. The device has been explanted.